Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. From the information provided, a general reagent issue can most likely be excluded. Assays from different vendors can generate different values due to the overall setups of the assays, the antibodies used and, differences in reference materials/methods and the standardization methodology used.

Manufacturer narrative:
Sample from the patient was submitted for further investigation. This event occurred in (B)(6).

Event description:
The initial reporter received questionable elecsys ft3 iii results for one patient sample from cobas e 801 module serial number (B)(4). The sample was submitted for preliminary investigation and was tested on accuraseed (wako), architect, and cobas e 801 analyzers. The customer reported out the results to a physician. Refer to the medwatch with patient identifier (B)(6) for the ft4 assay.